Manufacturer narrative:
B3: unknown; no information has been provided to date. The device is available for evaluation; however, has not been received.

Event description:
The event involved regarding spinning spiros closed male luer, red cap were disconnecting from needleless connectors and the customer wanted to confirm whether the spiros would be able to maintain sterility for the chemo tubing if wanted to reconnect the patient to the same chemo bag. There was risk of infections for patients. There were patient involvement and no reported patient harm.